Event description:
The following has been reported: biomed reported: keeps beeping. Screen frozen, will not turn off. Waiting for biomed to send logs and confirm if no patient harm and no report of issue stopping active infusion. A preliminary review of the logs identified the following issue: processor hardware failure (linux core) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Pump has not yet been located for evaluation. Linux core failures have been escalated for further investigation per internal CAPA. If this unit is located, the complaint will be re-opened and decontamination, investigation, and repair will all be performed according to fk standard processes.

Event description:
Fresenius kabi sw team was investigating linux core failures as a part of the CAPA, but found that this particular complaint was actually due to a sw anomaly in which a different CAPA was opened to investigate further. The clinical application does not reclaim the resources from created threads when the "pause audio" feature of an alarm is used. Over time, as "pause audio" is used, more and more threads are created. Eventually, the pump runs out of memory and the application freezes. This prevents user interaction until hard reboot. This anomaly has been addressed as part of a sw update on recall z-1019-2025 that was initiated january 2025.